Manufacturer narrative:
Y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they can't get the controller to charge from the wall. Patient said the issue started several months ago and it seemed like if they would jiggle the wiring it would help and they might get it to work but now it is not doing anything. Patient mentioned they had the controller charged at the wall for about a month. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient put the battery back in and confirmed controller is 100% and implant is 0%. Agent advised charging and pt was seeing excellent. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Agent tx patient to patient registration to update address. Patient mentioned during the call that she can feel a vibration coming and going and all the way up to her chin. Agent asked when this started and patient said it had been several months but they had just been babying it and kept playing with it until they could get it charging again. Patient states the vibration started the last time they charged which was a couple months ago. Pt confirmed two for both.